Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. After changing fill tube, device was filling up a little bit till it got 3 marks and then it stopped filling. Replaced circulation pump. Passed functional test, est, and calibration. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device screen stayed black, only beeps on startup. Per review of wo on 05oct2023, there was no patient involvement. Per evaluation results completed on (B)(6) 2023, it was reported that during visual inspection of an arctic sun device, connecting new control panel assembly and functional test. It was reported that they could reproduce customer error. Device did not boot up and screen stayed black, only beeps on startup. The problem was caused by a broken control panel assembly. When they plugged in a new one the display goes on and system started up normal. The device did not fill up complete. They changed the fill tube. Now the device was filling up a little bit till it got 3 marks and then it stopped filling and thought the circulation pump was bad. This could be caused by the 3937 work hours and 3555 pump hours. So probably also an 2000h maintenance needs to be done. With just enough water in the tank they performed a functional test. It passed the functional test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen stayed black, only beeps on startup. Per review of wo on 05oct2023, there was no patient involvement. Per evaluation results completed on 16oct2023, it was reported that during visual inspection of an arctic sun device, connecting new control panel assembly and functional test. It was reported that they could reproduce customer error. Device did not boot up and screen stayed black, only beeps on startup. The problem was caused by a broken control panel assembly. When they plugged in a new one the display goes on and system started up normal. The device did not fill up complete. They changed the fill tube. Now the device was filling up a little bit till it got 3 marks and then it stopped filling and thought the circulation pump was bad. This could be caused by the 3937 work hours and 3555 pump hours. So probably also an 2000h maintenance needs to be done. With just enough water in the tank they performed a functional test. It passed the functional test.